Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation from the cervical scs system and discomfort at the thoracic ipg site. Surgical intervention was undertaken on (B)(6) 2025 where it discovered the thoracic paddle was fractured. As a result, both paddle leads and the thoracic ipg were explanted and replaced.